Manufacturer narrative:
Sections with additional information as of 21-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-5 error and hi blood glucose test results. Customer stated that he has used multiple test strips that produced e-5 error and that he had taken 12 units of insulin. Customer had performed another blood glucose test and obtained result of hi. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Call was transferred to technician who was unable to contact the customer via telephone. No further information was able to be obtained.